Event description:
Subsequent to the previously submitted medwatch, new information was received. It was learned that the originally reported in-stent thrombosis, ischemia, and myocardial infarction did not occur. No adverse event related to the device occurred, and the report to that effect was sent in error.

Event description:
It was reported that approximately 11 months after the promus stent implantation in the coronary artery, the patient was found to have in-stent thrombosis. 6 months later the patient was treated with medication. At the same time the patient also had an ECG that showed non-st elevation myocardial infarction, and a functional ischemia study was positive. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ischemia, myocardial infarction, and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).